Event description:
The reporter indicated the surgeon remplanted a 12.5mrn icm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014 and the lens was removed on (B)(6) 2014 due to excessive vault associated with elevated iop and angle closure. Significant reduction of irido-corneal angles, suspected endophalmitis, pigment dispersion and unreative pupil were noted. Patient had previous corneal or refractive surgery. The lens was exchanged for a smaller one and this resolved the problem.

Manufacturer narrative:
(B)(4) - intraocular pressure rise, pupiliary block, intracular pressure rise, suspected endophtalmitis, unreactive pupil, iris atrophy, size incorrect for patient. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was returned dry with no visible damage. Both the width and length were remeasured and found to be within original design specifications. Therefore, it can be justified that the complaint was not product related. (B)(4).

Manufacturer narrative:
Method: len work order search & medical review. Results: a lens work order search was performed and found one similar complaint within the work order. Medical review - review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).